Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a chemosafelock bag spike where it was reported of product breakage during preparation. It was reported that during preparation it felt like the product was slightly bent. When the user used the product for an injection to a patient in the ward, the blue part and the white part of the body detached, resulting in anti-cancer drug leakage. There was patient involvement, however no report of patient harm.